Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This device was manufactured before the UDI requirements. The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed damages to the device consistent with mishandling. The damage is not consistent with normal wear and tear. The lcd module, front enclosure and spider frame were replaced to remedy the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.